Event description:
The customer reported that the rui (remote user interface/ joystick) was not working. This is critical for the type of the imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The joystick was identified as requiring replacement. A loaner joystick was given to the customer until a replacement could be ordered. No further repair information is available at this time.